Event description:
It was reported that during a cardiac ablation procedure, a temperature sensor fault occurred on electrode p1. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afr-00001 sphere catheter were returned and analyzed. The files showed that multiple notifications were received. During external visual inspection, the sphere catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p1 electrode of the catheter. An optical inspection of the lattice structure was conducted, revealing missing p1 electrode and rivet from the lattice sphere. In conclusion, the sphere catheter failed the returned product inspection due to the missing lattice electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.